Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested.

Event description:
A surgeon reports that since intraocular lens (iol) implant surgery two months ago, a year-old female patient has reported ocular pain. Examination revealed tyndall of anterior chamber, red eye, normal cornea, normal retina. The lens was exchanged (date unknown) and a vitrectomy was performed. The patient continues to report ocular pain, has signs of mild inflammation, and has poor visual acuity of 3-4/10 (20/75 to 20/50). The surgeon believes the patient may be allergic to the lens material. Additional information, including patient status, has been requested.